Manufacturer narrative:
Isi has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a small grasping retractor instrument broke and fragments fell inside the patient. The fragments were retrieved without patient harm, adverse outcome, or injury. At this time is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a small grasping retractor instrument fell apart within a patient. All broken pieces were retrieved and a backup instrument was installed to continue. The broken instrument was reported to have loose wires. The procedure was continued as planned with no reported harm, injury, or adverse outcome.